Event description:
It was reported that three years and two days post a port placement, the blood was allegedly not able to be drawn or transfused. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI ultra slimport implantable port attached to a catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. Infusion was attempted but was unsuccessful. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. A 0.018in x 150cm boston scientific starter guidewire was inserted into the port stem to expose any material within the port body. Resistance was felt on the first attempt when guidewire was entered. An infusion test was performed and was successful and aspiration was was successful as dye water fully returned into the attached syringe. The catheter was reloaded to the port body and another test was performed. The port body was patent to both infusion and aspiration without issue. However the investigation is inconclusive for the reported flushing and suction issues as the exact circumstances at the time of event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and two days post a port placement, the blood was allegedly not able to be drawn or transfused. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI ultra slimport implantable port attached to a catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An in house syringe with dye water was attached to a safety infusion set and the non coring needle was inserted into the port septum. Infusion was attempted but was unsuccessful. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. A 0.018in x 150cm boston scientific starter guidewire was inserted into the port stem to expose any material within the port body. Resistance was felt on the first attempt when guidewire was entered. An infusion test was performed and was successful and aspiration was successful as dye water fully returned into the attached syringe. The catheter was reloaded to the port body and another test was performed. The port body was patent to both infusion and aspiration without issue. However, the investigation is inconclusive for the reported flushing and suction issues as the exact circumstances at the time of event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and two days post a port placement, the blood was allegedly not able to be drawn or transfused. Reportedly, the port was removed. There was no reported patient injury.